Manufacturer narrative:
Eval was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The initial report indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: this is a clinical patient, lot number received. Doi: (B)(6) 2008. The device and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the device history records found no manufacturing deviations or anomalies. Provided information states the patient was revised to address loosening of the patella due to a fracture of the patella bone. The investigation could not verify or identify any product contribution to the reported event with the information provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving the lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Pt was revised to address loosening of the patella due to a fracture of the patella bone.